Manufacturer narrative:
Additional information received indicated that the customer has since changed the insulin brand from apidra to humalog. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl. Tandem technical support performed a system check and found the tubing should be changed. The customer changed the cartridge and infusion set and performed a correction bolus to address the bg level. Reportedly, the customer was using apidra insulin and had indicated that the insulin type would be discussed with the doctor.